Event description:
The maintenance tech alleges when he plugged the bed into the wall, there was a 3" flame and smoke coming out of the junction box. No injury alleged.

Manufacturer narrative:
No injury reported. Info indicates a maintenance personnel was setting up be when the incident occurred and bed became inoperable. Dealer has yet to return the product. Product falls under current field action.